Manufacturer narrative:
Examination of the returned monitor was unable to confirm the customer's complaint. No fault was found. Over 36 hours of burn-in, final and safety tests, resulted in acceptable results. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. No further actions will be pursued at this time. Edwards will continue to review and monitor all events. If action is required an appropriate investigation will be performed.

Manufacturer narrative:
The monitor was manufactured (B)(4) 2007. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during use of a vigileo monitor, the cvp (central venous pressure) value on the vigileo monitor and the patient monitor were different. The cvp value on the patient monitor was 10 and on the vigileo monitor the value was zero. The customer noticed the difference in the values and stopped using the vigileo monitor immediately. It was unknown if an alarm was heard. There were no fault/alert messages observed and no troubleshooting was done. The patient was not treated based on the different values observed. No patient compromise was reported and no other system-related devices were reported as suspect.